Manufacturer narrative:
Additional information has been received that this lv lead has recently had elevated thresholds. The boston scientific field representative reports the issue was resolved with reprogramming and that the lv lead impedance measurements are stable. There were no adverse patient effects.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increasing impedances. The impedances are up to 1738 ohms now. The thresholds are also higher than they have been in the past. At this time, the physician increased the lv lead outputs to 6.5 volts and will continue to monitor via latitude. The lead will be evaluated for possible microdislodgement or fracture at the next clinical visit. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.